Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/22/2024, it was reported by a distributor via (B)(4) that an ar-4060s protector¿ meniscus suturing sets loop was broken. This occurred during an acl procedure on (B)(6) 2024. Thee case continued with a new product.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive mechanical forces applied during use.